Manufacturer narrative:
This is a combination product (B)(4). List of associated devices: psn tib stm 5 deg sz e l, reference 42-5320-071-01, batch 63974344. Psn tpr st 14 x +30 mm, reference 42-5570-001-14, batch 64114697. Psn fem ps cmt ccr std sz 9 l, reference 42-5006-066-01, batch 63944679. All poly pat ve 35 mm dia, reference 42-5402-000-35, batch 63924950. Psn asf ps 10mm ve l 6-9 ef, reference 42-5124-007-10, batch 64015908. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on (B)(6) 2019. Subsequently, the patient was revised on (B)(6) 2022 due to tibial plateau loosening. The tibia and polyethylene were exchanged.

Manufacturer narrative:
This is a combination product. (B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, g3, g6, h2, h3, h6 and h10. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were reviewed and show that the tibial component was loosen and there were some traces of inflammatory reaction, which confirmed the reported event. Both x-rays received dated from (B)(6), 2022 just after the revision surgery, so can¿t help to confirm the reported event. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right total knee arthroplasty on (B)(6) 2019. Subsequently, the patient was revised on (B)(6) 2022 due to tibial plateau loosening. The tibia and polyethylene parts were exchanged.